Manufacturer narrative:
The investigation could not identify a product problem. The issue is consistent with a contaminated laboratory environment, leading to carryover. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 8000 e 602 module. An incorrect value was reported outside of the laboratory to medical personnel treating the patient. The sample was initially tested in duplicate, resulting with troponin t values of 39 ng/l and 5.35 ng/l. A second sample was collected from the patient, resulting as 5.19 ng/l. The original sample was then repeated on a second analyzer, resulting with a value of 5.82 ng/l. The original sample was also repeated on the complained analyzer, resulting with a value of 7.43 ng/l. The troponin t reagent lot number was 459541. The reagent expiration date was requested, but not provided.